Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during bowel resection of colon with stapled end to end anastomosis, the stapler cut and no staples were fired. The field was examined and no staples were in it and there were no staples in the device after removal. It seemed that the device did not have any staples actually in it. Two complete rings were still found on the device in the usual fashion but the bowel now had two enterotomies - in the distal portion and in the proximal area of the anchor.